Manufacturer narrative:
The reported issue that the device broke with a software issue was confirmed through the service repair process. This reported issue and subsequent repairs were investigated through the service repair process. Calibration and preventive maintenance were performed. The proximate cause of the reported issue that the device broke was determined by service to be the result of an alarm occurring with error codes displaying.

Event description:
It was reported that device broke (broken damaged).

Manufacturer narrative:
H10: this reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
Additional information added to b5- and patient code.

Event description:
There was no patient involvement.